Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 42522400714 articular surface fixed bearing posterior stabilized (ps) right 14 mm height lot#: 63695706; item#: 42532007102 tibia cemented 5 degree stemmed right size e lot#: 64242979; item#: 42500606202 femur cemented posterior stabilized (ps) standard right size 7 lot#: 64068963. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2021 - 00255, 3007963827 -2021 -00256, 3007963827 - 2021 - 00257.

Event description:
It was reported a patient underwent right tka approximately 2 years. Subsequently, patient was revised for the second time for unknown reasons seven months later. Sales rep states he believes the patient has a history of instability and ligament laxity. Attempts have been made and no further information has been provided.